Manufacturer narrative:
A leak test revealed fluid leaking above the o-ring. This indicates the o-ring to be inadequate. The inadequate o-ring resulted in less fluid reaching the user, ultimately causing a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 262 mg/dl. The pod was worn on the patient's arm for between 36 and 48 hours. As treatment, a manual insulin injection was administered.